Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she was receiving a button error alarm. She stated that she tried to clear it by pressing the escape and act buttons, but neither cleared the alarm. Customer stated that her belt clip recently broke and she has been wearing the insulin pump in her bra against her skin. She says that it is possible that the humidity when she took a walk caused the button error alarm. Blood glucose level was 70.2 mg/dl at the time of the call. No further information was provided.